Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. System check was started with tandem technical support, but the root cause could not be determined because the customer declined to complete troubleshooting. Customer successfully resumed insulin delivery. Customer's blood glucose was 226 mg/dl at time of event.